Event description:
New information received on (B)(6) 2018 indicated that the capture threshold was unstable after autocapture was turned on. The device was explanted and the lead was capped on (B)(6) 2018 and both were replaced successfully.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker had no capture. The autocapture could not identify whether the ventricular was depolarizing. The device was explanted. The patient was stable post-procedure.